Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The february 2007 15-month trend report for this prod family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on march 05, 2007, that after the placement of a wallstent enteral endoprosthesis in the left liver duct (male pt), the stent was measured under x-ray and was 2cm instead of 10cm. The physician did not remove the stent and he placed another stent to successfully complete the procedure. The pt's condition was reported as "well".